Event description:
It was reported that pump housing around usb port was damaged after pump was dropped and experienced wear and tear, which affected ability to charge and meant pump could no longer be guaranteed watertight, though pump had not shut down. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided instructions for putting damaged pump into storage mode and returning it within ten days using prepaid materials, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.